Event description:
It was reported that "during an endoscopic procedure, the abc flexible gi probe extention started to melt and then burst into flames". There was no pt injury. The procedure was terminated and the pt removed from the room.